Event description:
As reported, the patient underwent an initial left anatomic total shoulder arthroplasty. Subsequently, the surgeon converted the failed anatomic shoulder to a reverse. The glenoid side was revised to competitor devices and the humeral side was revised to exactech devices. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10: unknown replicator plate, unknown humeral head, unknown primary press fit humeral stem, sz 9. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.